Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to moderate paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl likely was attributed to patient anatomy because the patient¿s annular perimeter measurement was 100.5 mm, which is outside the recommended patient anatomical criteria stated in the instructions for use (IFU). According to the IFU, for a 34 mm bioprosthesis, the criteria for the patient¿s aortic annulus perimeter is 81.7 mm to 94.2 mm. Additionally, the IFU states that prior to use, ¿the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. Failure to implant a device within the sizing matrix could lead to adverse effects such as those listed in section 5.0.¿ it was also reported that the customer did not have a balloon large enough to treat the pvl with a balloon aortic valvuloplasty (bav). There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.